Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a charging issue in which the charging pad indicator light blinked and the device did not charge until the user moved the charger to a different electrical outlet, after which charging resumed; troubleshooting and education were provided on device orientation, removing the case, trying alternate outlets, and temporarily disconnecting from the ilet. Symptoms included hyperglycemia with a reported glucose of 250 mg/dl for about one hour without ketone testing, backup therapy, or medical intervention. Outcomes included temporary interruption of therapy and inconvenience without clinical sequelae. Investigation included customer interview, device use review, and troubleshooting of the charging setup. Investigation of this case revealed a charging failure attributable to the external power source, which resolved with use of a different outlet, and the device charged thereafter. It was concluded that the event was related to charging conditions rather than a device malfunction, and the device functioned as expected after corrective use of a suitable power outlet.